Event description:
Surgeon reported on (B)(6) 2010 that during a surgical procedure on (B)(6) 2010 that a endoscopic linear cutter malfunctioned. The staple was loaded and the first cassette stapled without a problem. The endoscopic cutter/stapler was then removed and a new cassette of staples was inserted. After implanting the sutures the suture line unraveled. The suture line affected was in the liver and the patient bled profusely at this site. The patient became unstable related to blood loss. The surgeon requested the assistance from two additional surgeons. With the help of the outer surgeons they were able to stop the bleeding and successfully close the bleed. The patient is recovering from the surgery.